Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station the femur was notched. There were no delays in the procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the actual device was evaluated. The device log files were reviewed for this event, and the investigation could confirm the reported issue. Issue #1: femur notch: the investigation found that the anterior cortex line was acquired too medially which likely caused the femur notch in the complaint. Issue #2: review registration points, the investigation confirmed that both the femoral and tibial fiducial acquisitions were completed and found to be within the system¿s threshold limits. Tibial checkpoint verification was completed successfully following tibial fiducial acquisition. Femoral checkpoint verification was performed multiple times, with all checks completed successfully. The investigation found that the anterior cortex line was acquired too medially which likely caused the femur notch. The assignable root cause of this condition was determined to be due to improper handling, which is user error.